Event description:
It was reported that the patient was referred to a surgeon as high impedance was identified on (B)(6) 2012. The generator was disabled and there had not been trauma or manipulation to the site, and there were no reported medication changes. It was however noted that when the patient has seizures, her neck jerks violently. It is unknown when the high impedance occurred, however per the physician; diagnostics were ok 4 months prior. Additionally, there were no reported adverse events as a result of the high impedance. X-rays were performed and were sent to the manufacturer for review. Ap and lateral views of the neck and chest for were reviewed. The generator was seen in the left chest. The continuity of the filter feedthru wires and whether the lead pin was fully inserted into the connector block were unable to be assessed due to the angle of the x-ray. There did not appear to be any discontinuities or sharp angles in the portion of the lead which could be assessed; however, a portion of the lead appeared to be behind the generator and could not be assessed. Based on the x-ray images provided, the cause of the high impedance cannot be determined. There were no lead breaks found, but the presence of additional micro-fractures in the lead cannot be ruled out. Revision is likely but has not occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #1 inadvertently did not include information concerning the patient's seizure activity.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's father reported that the family will not proceed with device replacement. The father does not believe that vns was effective for the patient or not as effective as they wanted it to be.

Event description:
The patient¿s treating vns therapy physician also reported through patient clinic notes that the patient had initially done well with vns therapy, but that the patient began having a ¿really bad spell of seizures¿ and started having more and more seizures after the generator was disabled. This seizure activity necessitated the addition of medications which stabilized the patient¿s condition.

Event description:
It was also noted the patient had behavioral changes due to the high impedance prior to having the device programmed off.

Event description:
The physician reported that the patient has significant spasticity, and left torticollis along with persistant neck movements, all of which can be factors in dislodgement of the device or leads. No surgical intervention has been performed to date.